Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: investigation summary: one sample was provided to our quality team for investigation. The sample has normal amount of silicone visible on the tip of the stopper. Fourier transform infrared spectroscopy (ftir) analysis result also confirmed that oil-like foreign matter was silicone used in the manufacturing process. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe experienced foreign matter. Contaminated. The following information was provided by the initial reporter: as part of our processes and recently our manufacturing team has been noticing that some selected syringes have some oil-like residue on the tip of the syringe.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe experienced foreign matter. Contaminated. The following information was provided by the initial reporter: as part of our processes and recently our manufacturing team has been noticing that some selected syringes have some oil-like residue on the tip of the syringe.